Manufacturer narrative:
Device analysis conclusion: the oad was received at csi for analysis. Visual examination revealed adhered biological material on the driveshaft and crown. The adhered material did not prevent a test wire from passing through the driveshaft. Examination of the area of adhered material did not reveal any damage that would have contributed to the material accumulation. The exact root cause and morphology of the accumulating material is unknown. It is possible that the material contributed to the reported event; however this cannot be confirmed. The oad functioned as intended during functional testing. As the original guidewire was not returned it could not be determined if it was damaged and if it contributed to the reported event. At the conclusion of the failure analysis investigation, the root cause of the reported dissection could not be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback 360® coronary orbital atherectomy system instructions for use manual states that dissection is a potential adverse event that may occur and/or require intervention with use of the system. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a highly calcified lesion in the right coronary artery (rca), which was tortuous. Initial wire placement was difficult. After the viperwire was advanced into the acute marginal sub branch of the rca, the oad was inserted. Two oa treatments were administered on low speed. The oad was then advanced to the distal portion of the lesion above the bifurcation. After one treatment on low speed, imaging revealed a flow-limiting dissection. Treatment was stopped, and the oad was removed. A temporary pacer was already in place, and a balloon was advanced to resolve the dissection. A stent was placed, and there were no further complications. The patient was well following the procedure. After the procedure, the physician stated the dissection was not the fault of the device. The wire placement, location, and tortuous nature of the rca were the main contributing factors, in the opinion of the physician.